Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. Lot numbers in use provided, but customer did not know which applies to the reported event dates. This MDR represents the potential lot numbers that may relate to the reported event. An additional lot number was provided in this complaint for material number 381423. Lot # 4012531, mfg 2024-01-22, exp 2026-12-31.

Event description:
It was reported that bd insyte autoguard catheter releases prematurely. The following information was provided by the initial reporter: it was reported by the customer that there were repeated sticks to the patient due to the catheter dislodgement. Per call with customer over the phone, the draw would come to the window and as soon as you go through the catheter, it would disappear.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381423 and lot number 4012531. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. A device history record review was completed by our quality engineer team for provided material number 381423 and lot number 3314678. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.